Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced bilateral baker¿s grade iii capsular contracture post procedure. Additionally, bilateral ruptures were discovered during replacement surgery. The right sided device was replaced with a 600cc mentor memorygel breast implant and the left sided device was replaced with a 325cc mentor memorygel breast implant. The right sided capsular contracture was reported initially under 1645337-2019-13224 on (B)(6) 2019. On (B)(6) 2020 mentor received additional information and initial awareness of any left sided issues. This report relates to the left prosthesis.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 19, 2020. The investigation of the returned device was completed by the failure analysis lab on june 22, 2020. Device evaluation summary: during the visual evaluation, an anomaly on the anterior view was observed on the device consistent with a crease/fold. An area of missing material measuring approximately 2 cm x 1.0 cm was also observed within the crease/fold. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).